Event description:
Patient having procedure for removal of allergan breast implants due to right breast implant was found to be ruptured with leakage of gelatinous material. Implants sent to pathology. Pathology: right breast implant, removal: received fresh is a previously disrupted breast implant exuding a yellow gelatinous material. The implant measures approximately 12 x 12 x 1.5cm and has the inscription: allergan, and the lot number appears to be 2862232. Left breast implant, removal: received fresh is an intact breast implant filled with yellow gelatinous material. The implant measures 11.5 x 11.5 x 4cm and has the following inscription: allergan, 340 cc, style trx. The lot number is 2865526.